Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had a high temperature. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device had high temperature. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.